Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 pen needle 32gx4mm were unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer bought a box of 7 pen needles from the local pharmacy, but 2-3 of them failed to produce liquid medicine. Customer used injection pen and injected twice a day, 16 units on the morning and 20 units on the evening. Customer had communicated with the pharmacy to change the needle, but the pharmacy said it was not responsible.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. H3 other text : see h.10.

Event description:
It was reported that 3 pen needle 32gx4mm were unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer bought a box of 7 pen needles from the local pharmacy, but 2-3 of them failed to produce liquid medicine customer used injection pen and injected twice a day, 16 units on the morning and 20 units on the evening. Customer had communicated with the pharmacy to change the needle, but the pharmacy said it was not responsible.